Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hydrothermablation procerva procedure set was used during a hydrothermal ablation (hta) procedure performed on (B)(6) 2019. According to the complainant, during the procedure and seven minutes into ablation, there was a leak found on the procedure sheath near the scope adapter. The procedure was completed with another genesys hydrothermablation procerva procedure set. There were no patient complications reported as a result of this event.